Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome. Unable to perform functional testing due to keypad anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Event description:
It was reported via email that the insulin pump had buttons that were extremely difficult to press. The customer stated that it took 2 to 3 tries on average to depress the buttons. She stated that the buttons were very stiff and that she had to use an eraser to push the buttons. She complained that her fingernails broke while trying to get the buttons to work. The customer stated that the blood glucose reading ranged between 35 and 500 mg/dl; she advised that she had extreme low and high blood glucose levels. She stated that no serious injuries or hospitalizations resulted and that she treated with the insulin pump for the highs and food for the lows. She stated that at the time of the keypad anomaly, the blood glucose readings were estimated to have been between 65 and 280 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.